Event description:
It was reported by service report that the fowler will not raise electrically or manually and there was an oil leak. No adverse consequences have been reported.

Manufacturer narrative:
Gas spring cylinder leak.